Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID (B)(4) lot# nlh085544n serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller battery wouldn't charge and they couldn't connect to their implanted neurostimulator since sunday night. Patient noted the green light on the controller would flash for 3 seconds and then go away. Patient service specialist (pss) helped the patient inspect the controller port, the controller battery pins and li battery pack contacts, but no visible damage was detected. Pss had the patient plug the controller into the ac power supply without the battery pack inserted and the patient confirmed the controller turned on. Patient inserted the li battery pack into the controller, but they saw no green blinking light. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Patient called stated they received the battery pack and the controller is still not charging when plug into the outlet. Agent assisted patient with resetting the controller, controller power on without bp and plug into the outlet. Controller is not charging with bp inside and plug into the outlet. There is no solid or blinking green l ight on the controller when plug into the outlet. Agent confirmed there is no damage on ac power cord or controller port. Controller goes dead once unplugged from the ac power cord. Agent reopened the case and sent email to the repair dept for the controller replacement. Pt called back stating they received new controller and it's giving them the same message of no device found and it's not ch arging from wall. Pt stated he had his controller plugged into wall but there was no flashing light. Pt stated controller goes blank as soon as they unplug it from wall. During call, pt plugged controller to wall and screen turned on but flashing light was delayed and then came on. Pt did not want to mess it up through troubleshooting, agent will call pt back later today to check on controller and implant charging status. Agent called back and the devices were working find.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# nlh085544n serial# (B)(6) product type accessory h3. Analysis found non-conformances and the controller was subsequently scrapped. The controller had a broken/cracked rtm/power connector support causing connection/charge issues, and a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.